Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when she woke up in the morning, their blood glucose was 78 mg/dl. The customer ate to treat the low blood glucose. The paramedics was called. When the ambulance arrived, the customer had a low blood glucose of 30 mg/dl. The paramedics gave the customer intravenous therapy. They were wearing the insulin pump at the time of the incident. The customer¿s current blood glucose was 105 mg/dl. The insulin pump will not be returned for analysis.